Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was initially reported on (B)(6) 2024 that there was always a message with the wrong time for every single pump, even though all the clinician programmer tablets show the correct time and were in the correct time zone. Additional information was received from a foreign healthcare provider via a company representative on 2024-feb-15. A pump alarm was occurring every hour. The healthcare provider informed the company representative that there were more patients with the same issue but had only details from one of them. The healthcare provider indicated the error messages come up with every single patient since they have installed the latest clinician programmer synchromed software update version 2.0.1460 ; installed (B)(6) 2024. The healthcare provider had the same issue since updating all three clinician programmer tablets to software version 2.0.1460 on (B)(6) 2024. It was indicated that there was a huge amount of error logs that appear and always receiving time error message. The healthcare provider was concerned about the impact on their patients. The healthcare provider was not working with the new synchromed iii pump now, but instead had many patients with the synchromed ii pump. The physicians checked the pump volume and performed the refill as always. They double checked with the clinician tablet (status pump volume) and with aspiration. Although they have refilled and set the pump into correct refill status, the alarm occurs. It was indicated that they were very experienced users, and they checked error logs and found only three logs with the pump alarm. The issue was not resolved as of (B)(6) 2024. The three clinician programmers associated with the issue remained still in use. Additional information was received from a foreign healthcare provider via a company representative. The pump model number, serial number, and implant dates were unknown. The physician indicated the trouble came up with the pump since update launch regarding the clinician programmer software application version 2.0.1460. Further diagnostic tests/troubleshooting performed was unknown. The cause of the alarms occurring following refill/update was unknown. Actions taken to resolve the alarms, error messages displayed / incorrect pump time were unknown. It was unknown if the alarms, error messages displayed / incorrect pump time had since been resolved. The patient¿s initials, gender and age were unknown or would not be provided regarding legal reasons.